Manufacturer narrative:
On 1-aug-2023, the photo analysis was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and when the device was removed from the patient, a plastic hair-like string was discovered attached to the splines (entangled on the electrode). The string material was over 15 inches long. The medical team checked the heart with fluoro and nothing was discovered in the patient's heart. The medical team did not believe that the string found was part of the patient¿s body, and their best guess is that the material was part of the sheath's inner coating. No patient consequences were reported. Device investigation details: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, a foreign material like a plastic thread was observed entangled on the splines of the pentaray catheter; however, the source of the foreign material remains unknown at this time. No damages were observed on the device. A manufacturing record evaluation was performed for the finished device number (B)(6), and no internal actions related to the reported complaint were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 14-sep-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 9-nov-2023, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and when the device was removed from the patient, a plastic hair-like string was discovered attached to the splines (entangled on the electrode). The string material was over 15 inches long. The medical team checked the heart with fluoro and nothing was discovered in the patient's heart. The medical team did not believe that the string found was part of the patient¿s body, and their best guess is that the material was part of the sheath's inner coating. No patient consequences were reported. Device evaluation details: visual analysis revealed that a foreign material like a plastic thread was observed entangled on the splines of the pentaray catheter. Due this conduction, a fourier transformed infrared spectroscopy (ft-ir) test will perform to determine the root cause of this issue. Based on the results it was concluded that the transparent foreign material found on the electrode is mainly composed of polytetrafluoroethylene (pt-fe). The foreign material observed could be related to the sheath used during procedure but this cannot be conclusively determined. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The ptfe damage could be related to the excessive force or manipulation of the device during the procedure; however, this can not be conclusively determined. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device number 31041261l, and no internal actions related to the reported complaint were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and when the device was removed from the patient, a plastic hair-like string was discovered attached to the splines (entangled on the electrode). The string material was over 15 inches long. The medical team checked the heart with fluoro and nothing was discovered in the patient's heart. The medical team did not believe that the string found was part of the patient¿s body, and their best guess is that the material was part of the sheath's inner coating. No patient consequences were reported. The unidentified string-like material is MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received a photograph of the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).